Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 503 mg/dl. The customer treated with a bolus from the insulin pump. The customer stated she got a replacement insulin pump and it's not coordinating with her meter. The customer was assisted with programming. The customer declined to troubleshoot the insulin pump. The customer stated the issue is not the insulin pump but something that she's doing regarding the insulin pump. The product will not be replaced. The product will not returned for analysis.